Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review.the user was asked to re-link the sensor and was guided through the process and successfully completed it.as per dms review, the system is currently being used with information up to date.

Event description:
On 16 june 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.